Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (single gripper actuation issue) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the device analysis, a cause of the reported difficult to open or close (gripper actuation ¿ single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+ with a prolapsed anterior leaflet. It was noted that while testing the grippers in the left atrium, one of the gripper arms would not lower. Troubleshooting was performed but was unsuccessful. The clip was not implanted and removed from the patient. A new clip was used to complete the procedure. The final mr grade was reduced to a grade of <1. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.